Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30april2019. The customer reported that the battery had been replaced a month ago and that the unit is not currently alarming. The customer stated that currently all operations appear normal.

Event description:
The customer reported an error code failed battery test. There was no patient involvement. Event date not specified: estimate used.